Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker recorded low intrinsic signals on the right atrial (ra) channel. Upon electrogram (egm) review, technical services (ts) determined that the observed low signal amplitudes were likely associated with atrial fibrillation (af). In addition, ts identified evidence of potential undersensing on this channel. No adverse patient effects were reported. This pacemaker remains in service.